Manufacturer narrative:
Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer changed the pump supplies to resolve the issue. Customer's blood glucose was 180-270 mg/dl.